Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.

Event description:
Info received indicates the brake casters on head of the bed are not holding when in brake.